Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation, the electrode belt displayed a service code 204 (belt/monitor unusable). There was burn damage to multiple components of the distribution node pca board, causing a communication error. The root cause for burned dn pca board could not be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.